Manufacturer narrative:
(B)(6) 2025 d. Pacewska: updated evaluation results code grid originally reported on MFR report #.

Event description:
Unexpected shut down resulting in no display on the screen (black screen).

Event description:
It has been reported that the tempus pro screen is blank.